Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. There was no blood in the unit or pim. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.